Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. After implant of the lal and prior to initiation of ldd light treatments, the patient had a superficial keratectomy (sk) performed. The patient's manifest refraction (mr) before lock-in #2 was plano. Approximately 2 months after lock-in #2, the patient's mr was +1.00 +1.75x 170, best corrected visual acuity (bcva) 20/20, and uncorrected visual acuity (ucva) 20/60. It is not known what the impact of the sk surgery was on the post-lock-in#2 refractive outcome. The treating physician thought the best option to help with the patient's ucva of 20/60 was to exchange the lal and perform light treatments again. On (B)(6) 2022, the original lal was explanted, and another lal was implanted. The explanted lens (sn: (B)(4) is in the process of being returned to rxsight. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal) has been explanted due to a hyperopic outcome. Rxsight's first awareness of the event was (B)(6) 2022.